Event description:
It was reported that impedance on the atrial lead since a device changeout has been low ((B)(6) 2010). Other parameters are unchanged. Possible insulation damage during changeout procedure which can cause oversensing. Recommendation to consider lead replacement. The lead remains implanted and active.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.